Event description:
Device malfunction: sheath carving, unsuccessful use of safety release button, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of an unspecified vessel, after a diagnostic cerebral angiogram procedure. Reportedly, the thumb advancer stroke could not be completed and the safety release button did not retract the vessel locator wings. The device was removed with applied force under fluoroscopy. Manual compression was applied to achieve hemostasis. Upon removal of the device, the physician noticed that the outer insertion sheath had become kinked and carving had occurred. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up will be submitted with any relevant information.